Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during infusions with cetuximab (700 mg/350 ml), the medication is expected to infuse at 350 ml/hr over 60 minutes. The medication is delivered via a closed-system primary filtered line, and can take 5-10 minutes longer to infuse than expected. Also infusing through a separate pump module is saline (100-250 ml), and both are connected at the port closest to the patient. Pharmacy receives the drug in class bottles and transfers the required dose into an empty bag prior to the infusion. No details about specific infusions was provided except that no patient harm occurred from any event. In the prior hospital biomed investigations, no malfunctions were found with the instruments.